Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked from the bottom of the cartridge. The user's blood glucose (bg) level was under 300 mg/dl. The user changed the cartridge and delivered a bolus to address bg level.